Event description:
It was reported that this event occurred in theatre 6 department at the hospital. After insertion and flushing into the patient's right internal jugular, the patient had a severe life-threatening cardiovascular instability, prior to the procedure. As a result, the intended kidney transplant operation had to be cancelled and the device was removed. There was not another attempt at the procedure. There was a delay reported, however, it is unknown whether the delay caused any harm to the patient. There were complications reported, in that the patient suffered life-threatening cardiovascular instability due to anaphylaxis. There was no death reported as a result of this occurrence. Medical intervention was necessary to treat the onset anaphylaxis, however, specific intervention info was not provided. As a result of this occurrence, the patient has been diagnosed with an allergy to chlorhexidine.

Manufacturer narrative:
(B)(4). The device will not be returned.